Manufacturer narrative:
The 00mlx light source was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported issue. Failure analysis - a technician evaluated the lightsource and observed broken mirror holder and power entry module. To resolve the issue, both parts were replaced. Rear damage to the chassis was also repaired. Root cause - the reported complaint was confirmed. The returned 00mlx light source was in used condition with damage to the mirror holder due to rough handling or environmental damage. Damaged holder would prevent proper heat shielding, and led to the issue of burning smell. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that 00mlx lightsource had a burning smell and they found internal damage and damage to rear. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.